Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra requests to void this report as it is a duplicate of report# 1651189-2024-06176.

Event description:
Rupture, side unknown, method of diagnosis unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.